Event description:
My husband and I both took this test as follow up after recovering from covid. We were very careful to make sure we followed the directions exactly in order to avoid a false result due to user error. We both tested positive according to the on/go tests. I went to a covid clinic to confirm my results. My sister had received her tests from the government, so while we were waiting for my results, she gave us one of her (2 test) boxes to try. We both tested negative according to the government issued tests. My results came in from the clinic also negative.

Manufacturer narrative:
Possible root causes of suspected false positive results discovered through amazon reviews are followings: complainant might misinterpret test results. Complainant might not follow the instructions for use (IFU): inadequate sample collection (excess blood or mucus on swab). Interpreting result after 15 minutes. Not performing test immediately after opening the test device in the pouch. Potential contact with foreign substances and household cleaning products during sample collection and testing. Operating test outside of storage conditions. Complainant might not perform the test in accordance with its intended use. Inadequate serial testing for aymptomatic patient. 2% of false positive results are expected based on performance characteristics claimed for this test (98% npa). Viral titers of covid-19 may be decreased when subject #2 of 2 tested for covid-19 using other brands of test at home and at clinics. Other brands of tests that subject #2 of 2 performed might yield false negative results. In order to identify the true root cause of this allegation, access bio needs to further communicate with subject #2 of 2 to rule out above potential root causes. In the absence of the personal information and inability to communicate with the complainant, it would be difficult to rule out potential root causes identified above.